Event description:
The patient¿s device needed to be recalibrated but he was in so much pain he could not do the drive to his health care professional¿s (hcp) office 1.5 hours away today. He would like to try to find an hcp closer to him to be seen. He was in a lot of pain and the device was not really working properly. The pain in his legs and everything ¿like that¿ never really stopped for the most part after implant surgery. There were some complications with surgery and they had to go back in twice. Due to the complications the device was not able to be turned on right away. When the device was turned on, only certain programs were given and those programs were not really doing it for him. It was later reported on (B)(6) 2013 that his pain doctor ordered an MRI of his lower lumbar area to make sure his device components were in place. He has been having some ¿leg problems¿ and his doctor wants to make sure the pain was not related to the device. MRI compatibility guidelines were summarized. It was clarified that he needs to put his ins in ¿MRI¿ mode and that the MRI will shut his therapy off so he will have to turn his stimulation back on post MRI. Patient programmer information was also reviewed. The next day the patient¿s hcp reported the area to be scanned was the I-spine and MRI compatibility guidelines were also requested. The MRI was related to the implant. The implant procedure took longer than they thought, there was trouble placing the lead. It was noted that the patient¿s MRI mode displayed ¿eligibility could not be determined¿ but the hcp was not with the patient and did not have the code. Additional information has been requested.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).